Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer required assistance from the contact to address bg with a manual injection. Reportedly, the customer reverted to an alternate form of insulin therapy.